Manufacturer narrative:
The hardware malfunction caused the reagent probe a wash solution to overflow. A bci field service engineer (fse) replaced the level sensor assembly on the unit. No additional inquires been made in connection with this event since the fse replaced the sensor assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to hardware malfunction on unicel dxc 800 pro analyzer. No injury was reported due to this event.